Event description:
The following has been reported: biomed reported pump problem alarm and found failures in the log. No patient harm. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: pneumatic valve leak failure (valve 1) reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. There is a positive leak from an unknown location, likely the positive tank or positive tank o-rings. Both valve 1 and valve 2 were able to hold pressure when tested. One of the pneumatic tank screws snapped inside the manifold during investigation, making further investigation difficult. After the screw was snapped, significant debris was found on one of the positive tank o-rings. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.